Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that the blue coating was eroding . Surgeon was specific when he said that nothing entered the patient. Noted during surgery. No adverse consequences and no delay in surgery. Rep will follow up with the customer to see if the device will be returned for investigation.